Manufacturer narrative:
Additional expiration dates and lot #: 1047 - 07/01/2007, 1056 - 04/01/2008. Additional manufacture date: 07/2002 or 04/2003. A review of the files, indicate that despite the absence of adequate evidence, this event should be reported.

Event description:
Based on the report "in (B)(6), placed a line on a prem baby and secured the hub with the "spsite". She discovered the line had disintegrated under the "spsite" at the hub, and pulled the line out. The next day on the same baby she placed a second line, after placing the line she started removing the guidewire only to find that the wire was strangely bent and it cut the line to pieces inside the vein." No other info was provided. (B)(4).